Event description:
It was reported to philips by the customer tha the device failed op check. There wa sno specified reported failure of the device. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).